Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was calibrated as intended. However, the probable cause of the customer report of the touchscreen being out of calibration may have been due to the touchscreen. As indicated in section h7, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device touchscreen was out of calibration. No additional information was provided.